Manufacturer narrative:
(B)(4).

Event description:
There was no damage noted to packaging of the endeavor resolute drug-eluting stent. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was located in the distal left main (lm). The lesion was not pre-dilated. The stent did not pass through a previously-deployed stent. There was significant resistance encountered when advancing the stent in the stenosis (a branch of the blunt edge 2). Surgery took place in a regular mode till the moment of passing the stent into the area of stenosis (branch blunt edges 2). The physician encountered deployment difficulties and the stent dislodged in the lm. The stent was retrieved back into the radial artery where is displaced using an endovascular loop. Damage to the stent occurred during retraction. The doctor decided to implant the stent in the radial artery to prevent the complete collapse of the stent and thrombosis of the radial artery. In the end, a stent was implanted into the radial artery. Patient stable. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Image review: the images confirm the presence of calcification in the left main artery. The images capture the dislodged stent in the left main on the guidewire at the tip of the guide catheter and in the radial artery. The stent is subsequently deployed in the radial artery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.